Event description:
An artegraft collagen vascular graft was implanted for an above the knee procedure. Distal anastomotic rupture with complete graft disintegration on (B)(6) 2026, accompanied by active bleeding requiring manual compression, resulting in complete graft occlusion and severe acute limb ischemia. Urgent replacement of the femoro-popliteal bypass with the ipsilateral grand saphenous vein + antibiotic treatment was required. Patient is stable.

Manufacturer narrative:
A review of the device batch history records for product lot: 25b052 was completed. All in-process tests including pressure testing, sterility testing, and the final visual inspection met the requirements outlined in ps 001, processing the artegraft. No manufacturing deviations or issues were identified that could have contributed to the reported event. A review of the complaint history found no additional complaints associated with this lot or similar issues with other devices. Based on all information available, the graft functioned as intended at implantation, and the rupture was likely secondary to post implant infection and associated inflammatory tissue damage. A definitive root cause cannot be determined. However, potential contributing factors may include hospital technique or a pre-existing infection at the anastomosis site. Improper preparation of the graft or implantation into a contaminated surgical field could result in complications requiring medical intervention. Current risk controls, which include the instructions for use (IFU) ls 071, supplied with each graft in accordance with ps 001 and also available digitally are considered adequate to mitigate these risks. If additional details become available that may impact the conclusions of this investigation, a follow up report will be issued. Based on the batch documentation and complaint trend review, there is no evidence of a systemic device issue, and no further corrective actions are required at this time. All product quality and clinical performance indicators will continue to be monitored as part of routine quality assurance processes. No related ncmr (nonconforming material report) or CAPA (corrective and preventive action) was identified, and current lemaitre risk controls remain appropriate.